Manufacturer narrative:
Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify the correct lot number for the sxpp1a404 stratafix suture?

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a total post knee replacement procedure on (B)(6) 2016 and barbed suture was used. During closure of the knee capsule, the fixation tab of the barbed suture broke off from the suture during the throw of the first locking stitch to close the capsule. There was no patient consequence reported. Another like suture was used to complete the procedure. No further information requested.